Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 300 mm thoracic aortic dissection. At the time of the index procedure the physician performed lsa-lcc bypass and landed the stent graft at the carotid artery. It was reported that the patient presented to the ER emergently with chest pain. A CT revealed a retrograde type a dissection (rtad) right at the origin of the spring apex. The physician stated the retrograde type a dissection was caused by the spring apex of the stent graft. The physician took the patient to the operating room and repaired the ascending aorta via open repair and this successfully resolved the dissection. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).